Event description:
After an implantation period of approx. 7 months, oversensing on the ventricular channel was reported. The patient is monitored.

Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices them self could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The manufacturing process for both devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between 20-jan-2020 and 15-sep-2020 recorded the lv pacing impedance fluctuating between 610 and 1030 ohms and the lv sensing amplitude with intermittent measurements fluctuating between 2 and 15 mv. The analysis of the rv trend curves gained no further information. The analysis of the provided iegm episodes revealed artifacts on the right-ventricular, left-ventricular and atrial channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the leads them self would be necessary to determine the root cause. Should additional information or the devices them self become available for analysis, the investigation will be updated.